Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to resolve the issue using the same syringe needle.